Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.

Manufacturer narrative:
Lab analysis confirmed a distal bond peel. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). The angiosculpt device was returned for evaluation. Visual examination confirmed a distal bond peel but remained intact to the device. The shaft was kinked possibly due to handling during return. During functional testing, the balloon was inflated to less than 1 atm and leaks were observed at the tip, balloon, and hub. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
After several inflation in the sfa, the angiosculpt balloon burst at nominal pressure. A new angiosculpt was used to complete the procedure. The angiosculpt was returned for evaluation. Visual examination confirmed a distal bond peel.